Manufacturer narrative:
H3: product analysis :evaluation determined that the distal bearing is detached. The likely cause of the failure could not be determined. It was also noted that the color and tube markings are faded. Leg of the tube is scratched. Tube hole is deformed. B.2.3 date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. This regulatory report is being submitted due to retrospective review through CAPA #672570 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. Additional information was received stating that detached bearings were found during evaluation.